Manufacturer narrative:
(B)(4).

Event description:
It was reported "frequent helium loss 3". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "frequent helium loss 3" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "frequent helium loss 3". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequece reported. The patient's current condition is reported as "fine".